Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient had positional stimulation resulting in ineffective stimulation. Diagnostic testing reveled impedance issue and that the implanted lead had migrated. As result, the patient may undergo surgical intervention on a later date.

Event description:
Additional information indicated that the patient's lead was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.